Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles approximately of size of an eraser. The customer¿s blood glucose was 87 mg/dl, 120 mg/dl and 129 mg/dl. The customer also states that the motor was moving loudly in the insulin pump. The customer also states that there was leaking in the reservoir compartment. The reservoir will be returned for analysis.